Event description:
Customer's mother reported that the customer's insulin pump alarmed for a motor error. The blood glucose reading was 510 mg/dl. She could not recall any significant event leading to this alarm and stated that the insulin pump had not been exposed to a strong magnetic field or MRI. She stated that she was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Insulin pump passed prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No motor error alarms noted. Motor tested okay. Cracked reservoir tube lip and scratched display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.